Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, a reporter for the patient (pharmacist) contacted lifescan (lfs) (B)(6) alleging the patient's onetouch verio2 meter powered off during use. The complaint was classified based on the customer service representative (csr) documentation. The reporter alleged that the meter started powering off during use when blood was applied on (B)(6) 2015. The patient manages his diabetes with insulin (self-adjuster). The pharmacist reported that the patient changed his treatment because of the issue with the meter and instead of adjusting the doses based on the results, he did it randomly. She reported that the patient administered 8 units of apidra during the morning and 16 units of apidra during the afternoon of (B)(6) 2015. The reporter denied that the patient had developed any symptoms as a result of the alleged issue and no additional treatment or intervention was specified. At the time of troubleshooting, the csr noted that the meter was being used for the first time. Based on the information provided, there had been no trauma or misuse of the product. The meter contained the correct alkaline battery and, based on the information provided, the battery did not need to be replaced. The reporter was unable or unwilling to be educated on the meter's behavior and auto-shutoff function. The issue could not be resolved with training. Replacement products were sent to the patient. In conclusion, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged power issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.